Event description:
During a right ventricular outflow tract ablation procedure, an effusion occurred with no intervention required. Post ablation, a right ventricle pericardial effusion was noted on ice. No intervention was necessary and the patient was stable post procedure with no hemodynamic compromise. Cause of effusion unknown- speculated related to ablation.

Event description:
During a right ventricular outflow tract ablation procedure, an effusion occurred with protamine administered. Post ablation, a right ventricle pericardial effusion was noted on ice. Protamine was administered for heparin reversal which stabilized the patient; no other intervention was necessary. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.